Manufacturer narrative:
Process of collecting and analyzing information is ongoing. Additional information will be provided upon investigation conclusion. The device is distributed outside the us and no gudid information exists.

Event description:
The power cord was found to be burned due to bending-related damage. The inspection revealed that it was scorched and punctured near the power plug. There was no indication of patient involvement, and no injury was reported.

Manufacturer narrative:
The device was repaired by an arjo service technician. The faulty power cable was replaced. The photographic evidence confirms that the power cord was damaged at the point where it exits the pump. Post-market surveillance data, together with consultation with the manufacturer, indicate that mechanical forces applied to the power cable over time may have caused stress at this mounting point. Such stress could have led to degradation of the internal cable insulation, ultimately resulting in a short circuit and the observed burn marks. The power cable had not been previously replaced and had been in use for approximately nine years. The arjo service technician indicated that the damage may have resulted from improper storage practices, including repeated bending and incorrect wrapping of the power cord. Such handling may introduce mechanical stress to the internal wiring, particularly at the plug interface, which may result in internal contact between wires, overheating, and eventual cable burnout. The flowtron acs900 instructions for use (IFU 526933en_16) include guidance stating: ¿make sure that the mains power cable and tubeset or air hoses are positioned to avoid causing a trip or other hazard, and are clear of moving bed mechanisms or other possible entrapment areas.¿ by design, the pump is equipped with a cable management system that allows for proper storage of the integral tubing and power cord. Additionally, the IFU emphasizes the importance of regular inspection and maintenance at 12-month intervals, including checks of all electrical connections and the power cable for signs of excessive wear. In summary, the most probable root cause is cumulative mechanical stress associated with long-term use, potentially worsened by improper handling and storage of the power cord. The pump did not meet the specification as the power cable was damaged. There was no indication that the device was used with the patient when the failure was observed. The complaint was deemed reportable due to power cord damaged with burning marks on the cable. Using the damaged cable may result in a hazardous situation.